Event description:
The customer reported that the device had an error. There was no patient involvement.

Event description:
The customer reported that the device had an error. There was no patient involvement.